Event description:
This lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2013 due to a product performance issue. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).